Event description:
In 2006 the lay-user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist and technical service representative (tsr) corresponded with the patient 2 days later to obtain/verify information. The patient has had the meter for about 5-6 months. The day before reporting the following sequence of events took place: morning = "9.3 mmol/l," took 11 units of "humalog" insulin, had breakfast; 11:15 am = "5.3 mmol/l," took 2 units of "humalog" insulin, ate a sandwich; 3:51 pm = "13.1 mmol/l," took 12 units of "humalog" insulin, ate 1/2 sandwich and soup; 7:00 pm "28.6 mmol/l," took 28 units of "humalog" insulin and 15 units of "humulin-n" insulin; and "ate like a horse." The pt indicated that his sliding-scale doses are based on what he plans to eat during his meals. He was unable to provide the details of his sliding-scale insulin regimen. The above information was obtained from his logbook. He tests himself 4 times/day, before each meal and at 7:00 pm. Around 7:20 pm, the pt started feeling "dizzy" and began to "see stars." He was taken to the hospital by his landlady's son. Around 7:45 pm, the patient was tested using a "hospital profile meter" and got a reading of "all zeros." He was then given "liquid sugar" via IV and felt better after 10 minutes. He was kept in the hospital until 9:00 pm that night. The patient takes the following medications for his heart, kidneys, liver, eyesight, and bone issue: "nitrogrlycerine, plavix, lipitor, apo-metoproial, altace, and aspirin." The tsr verified that the patient had been testing his blood glucose correctly with his meter. The meter was coded properly and his test strips were in good condition. During the call with tsr, the patient didnot have test strips to run a quality control test on the meter.